Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K990089. Investigation: samples received: 36 unopened pouches. Analysis and results: there is one previous complaint of the same code-batch regarding the same issue. We manufactured and distributed in the market 12,960 units of this code-batch. There are no units in our stock. We have received 36 closed samples for analysis. We have tested the needle attachment strength of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this batch has an incidence but was released into the market fulfilling usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.73 kgf in average and 0.59 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that there is an issue with needle detachment. The reporter indicated that repeatedly during general surgery (intradermal plane) the needle separates from the thread with minimal tension. The event occurred pre-operative and intra-operatively. Patient information is not available.